Event description:
It was reported that during a laparoscopic procedure, poor image quality was observed. The procedure was stopped due to poor visualization.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during a laparoscopic procedure, poor image quality was observed. The procedure was stopped due to poor visualization.

Manufacturer narrative:
The product was not returned for investigation. The reported failure mode could not be confirmed. The most likely root cause for poor image can be due to a system set up issue where the signal was set on an analog or s video instead of dvi signal. However, this cannot be confirmed since the unit was not returned. In the event that the unit is returned, a full evaluation will be conducted and a follow up report will be issued. In sum, the product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.